Event description:
It was reported that a patient underwent a premature ventricular complexes (pvc) ablation procedure that included a carto vizigo¿ sheath. The patient experienced vascular dissection and the patient ultimately died. It was reported by the biosense webster inc. (Bwi) representative that during the pvc procedure, after the ablation with the smarttouch sf (stsf) catheter had been completed, the physician removed it and the other physician working on the case inserted a competitor's ablation catheter into the patient. The catheter became kinked, and they were unable to remove the catheter through the sheath. When they pulled out the vizigo¿ sheath and the competitor catheter as one unit, they then lost arterial blood flow. The bwi representative stated the patient became hemodynamically unstable which then cause the death of the patient. A vizigo¿ sheath, a stsf catheter, and a pentaray catheter were used during the case. The bwi representative is unsure if any of the products are available for return. The physicians stated they believe they may have perforated an artery when removing the catheter and vizigo¿ sheath.

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).